Manufacturer narrative:
The sapien 3 valve remains implanted in the patient and was not available for evaluation. The particulate material was ¿lost¿ at the facility and not returned to edwards lifesciences for evaluation. Without the particulate material, visual inspection and functional testing could not be performed. No photographs of the particulate material were provided for review. A device history record (DHR) review of the work orders was performed for the subassemblies most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for particulate, contamination was not able to be confirmed as the particulate was not returned to edwards for evaluation. Without the particulate sample, additional testing (visual, dimensional, and chemistry) could not be performed. Therefore, a potential manufacturing defect could not be determined. Edwards inspection procedure was reviewed. The valve is 100% visually inspected for particulate material after holder attachment. The valve jars are also 100% visually inspected while packaging the thv valves. Although there is insufficient information to determine a root cause at this time, it is unlikely that the size of a visible string-like material would pass multiple 100% edwards inspections following the inspection procedure. Since no labeling or IFU/training inadequacies were identified, and the complaint occurrence rate did not exceed the may 2019 control limits for the appropriate trend category, neither corrective or preventative action, nor product risk assessment escalation are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during the preparation of a 26mm sapien 3 valve, while rinsing the valve, a ¿black string-like substance¿ was found on one of the leaflets. The particle was carefully ¿grabbed¿ with tweezers and removed from the valve. It was reported to be ¿like a thread¿. The sapien 3 valve was deployed without any issue. No consequences to the patient were reported. When an attempt was made to store the particulate in a piece of gauze, the particle was lost and could not be found after the procedure. The particulate is not available for evaluation. The valve remains implanted in the patient.